Manufacturer narrative:
This is second of 2 reports. The subject device is unavailable to manufacturer.

Event description:
During thrombectomy procedure, the subject device catheter was used to remove the proximal face of clot, right ica (internal carotid artery) cervical (not t). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 3. It was reported that the distal new territory embolus at the right posterior cerebral artery (pca) p3 segments was discovered during procedure. The distal new territory embolus (ent) was not treated, too distal and there were no serious adverse event and neurological deterioration reported due to the event the procedure was completed successfully and the patient¿s neurological assessment showed mrs (modified rankin scale) of 18 after 24 hours procedure.

Manufacturer narrative:
B5: executive summary - correction: the mrs (modified rankin scale) of 18 captured in the initial MDR report was in error. It should be the national institute of health stroke scale (nihss) score of 18.

Event description:
During thrombectomy procedure, the subject device catheter was used to remove the proximal face of clot, right ica (internal carotid artery) cervical (not t). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 3. It was reported that the distal new territory embolus at the right posterior cerebral artery (pca) p3 segments was discovered during procedure. The distal new territory embolus (ent) was not treated, too distal and there were no serious adverse event and neurological deterioration reported due to the event the procedure was completed successfully and the patient¿s neurological assessment showed mrs (modified rankin scale) of 18 after 24 hours procedure. Update: during thrombectomy procedure, the subject device catheter was used to remove the proximal face of clot, right ica (internal carotid artery) cervical (not t). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 3. It was reported that the distal new territory embolus at the right posterior cerebral artery (pca) p3 segments was discovered during procedure. The distal new territory embolus (ent) was not treated, too distal and there were no serious adverse event and neurological deterioration reported due to the event the procedure was completed successfully and the patient¿s neurological assessment showed national institute of health stroke scale (nihss) of 18 after 24 hours procedure.

Manufacturer narrative:
Section d4 - lot #: corrected - lot # is unknown. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The additional information indicated that the cause of the ent was not attributed to the device. Additional information provided by the customer indicated that the physician did not allege any malfunction against the subject device which performed as intended, continuous flush was maintained throughout the procedure, there was significant tortuosity noted in the patient's anatomy, and patient was in fine condition with an mrs of 3. The reported 'patient embolus' is a known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of 'anticipated procedural complication' was assigned to this event.

Event description:
During thrombectomy procedure, the subject device catheter was used to remove the proximal face of clot, right ica (internal carotid artery) cervical (not t). Pre procedure, the patient neurological assessment showed the thrombolysis in cerebral infarction (tici) of 0, national institute of health stroke scale (nihss) of 21 and mrs (modified rankin score) of 3. It was reported that the distal new territory embolus at the right posterior cerebral artery (pca) p3 segments was discovered during procedure. The distal new territory embolus (ent) was not treated, too distal and there were no serious adverse event and neurological deterioration reported due to the event the procedure was completed successfully and the patient¿s neurological assessment showed mrs (modified rankin scale) of 18 after 24 hours procedure.